Event description:
During lvad support the console indicated low flows on left side. The console was exchanged with a back up system with no impact to the pt. Abiomed field service evaluated the console on site and was unable to reproduce the symptom or find any discrepancies with the console. The console was returned to abiomed for add'l eval. Exensive in house testing could not find a problem. The symptom appears to have been pt related. The console was placed back in service.